Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill 4 of 4. The patient was connected at the time of the alarm. The patient line had been properly primed. Patient extensions were not in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that he power cycled the hc and the hc proceeded to "press go to start." The technical service representative (tsr) advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis to complete therapy, and to inform his registered nurse of the alarm. The hc was operational and proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional relevant information is received a follow-up will be submitted.